Event description:
Co2 leaking out of trocar. Physician removed it and replaced with another endopath 11 mm trocar. Five mins, while still working, physician found white-o-ring in pt's abdomen. Ring retrieved without pt injury. 1st trocar leaking co2. 2nd trocar white-o-ring dislodged, fell into pt field.